Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported system error 345 was not reproduced and the thermistor sensor readings were found within calibrated specification. A review of the event history log identified a single system error 345 message, therefore the assignable cause is considered to be environmental factors. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor will be replaced per service procedure. Should additional relevant information become available, a supplemental report will be submitted.